Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately three (3) years and eight (8) months post-implantation, the patient underwent revision surgery due to disassociation of the articular surface from the tibial tray. The articular surface was replaced without complication. All available information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.